Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapies. Programming changes were made. The patient was okay and will continue to be monitored closely.